Event description:
Product experience. Original surgery: dr (B)(6) approx 2 weeks ago (B)(6). Revision cause: infection. Case: cpcs size 2 ho cemented stem removed. Cpcs size 1 ho stem implanted in remaining cement mantle. Size 36 +8 cobalt chrome head removed. New head implanted (same size and material). No report required for surgeon. Surgeon has not implicated implant as a cause of revision . No hospital report required . Implant will not be returned to the hospital.

Manufacturer narrative:
The associated complaint devices were not returned. The clinical/medical team concluded, no clinical supporting documents were provided to conduct a thorough analysis of the reported issue. No medical assessment can be rendered. A review of the production documentation for the corresponding products did not reveal any deviation from the standard manufacturing processes. A review of complaint history for the listed parts revealed no prior complaints for the listed batches. Product was sterilized according to sterilization release documentation from quality control. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened.